Manufacturer narrative:
As part of our investigation, the service center followed up with the customer and was informed that the wire was noted after reprocessing. The scope had been brushed and sent through the steris machine. In addition, the scope was returned to the service center for evaluation. The customer¿s complaint of a ¿ wire¿ sticking out the irrigation air/water port where it plugs into tower¿ was confirmed. The scope connector was inspected and a bristle from a cleaning brush was found stuck on the side of the auxiliary water inlet. In addition, deep dents were noted on the scope¿s cover. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed during reprocessing, foreign material was exiting from the air/water nozzle. A wire was note to be sticking out from the irrigation air/water port, where it plugs into tower. There was no patient involvement reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received. Please see the updates in sections. Upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.